Event description:
The customer observed false nonreactive alinity I syphilis tp results on two patients. The patients were reactive with other methods. The following data was provided (<1.00 s/co is nonreactive, >/=1.00 s/co is reactive): patient 1(ophthalmology outpatient) initial result = 0.07 s/co nonreactive repeat result after high speed centrifuge = 0.07 s/co nonreactive. Patient 1 elisa was positive, trust was negative, and tppa was weakly positive. Patient 2(orthopedic patient, lumbar disc herniation) initial result = 0.83 s/co nonreactive repeat result after high speed centrifuge = 0.76 s/co. Patient 2 colloidal gold positive trust was negative no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint investigation for false non-reactive alinity I syphilis tp results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history review, and in house testing. The ticket search by lot indicates that the reagent lot performs as expected for this product. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with lot 45089be01 and the complaint issue. In-house testing of a retained reagent kit of the complaint lot was performed. All specifications were met and no false non-reactive results were obtained, showing that the lot generates the expected results. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency with the alinity I syphilis tp reagent lot 45089be01 was identified.